Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with redness and an infection under the entire sensor patch area that was inserted in the leg. The patient also experienced pain and discomfort. The patient went to see a doctor and was prescribed an oral antibiotic clindamycin (unspecified dosage) to be taken 4 times a day. No diagnostic tests were done. At the time of the call, the parent said that the skin reaction is currently recovering and oral antibiotics are being taken. There was no documentation of further medical intervention. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.